Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl; cause was unknown. Emergency services stopped insulin delivery, and customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. Continuous glucose monitor (cgm) value of 53 was recorded at 12:41:49 am to 12:46:49 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 12:41:49 am on (B)(6) 2020. The algorithm made the following auto-bolus request(s): time: 8:00:23 pm date: (B)(6) 2020 iob: 2.19 carbs: 0.00 correction included: yes time: 10:21:10 pm date: (B)(6) 2020 iob: 0.25 carbs: 0.00 correction included: yes these boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.